Event description:
It was reported that an ilet user experienced recurring intermittent communication failures between the ilet and dexcom g7, described as sensor disconnects, with no alerts or alarms noted and responsibility for signal loss not identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with communication between devices, linked to the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.